Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. A kink was confirmed on the sheath 170mm from the strain relief. The dilator was unable to be advanced through the sheath due to the kink as noted. Details of the catheter used was not provided. A split was also confirmed on the dilator tip and measured 9mm. A guidewire size was not advised in the communications. The result of the investigation is confirmed for the reported failure to advance issue. The root cause for the reported failure to advance issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: instructions for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: indication for use: the halo one thin-walled guiding sheath is indicated for use in peripheral arterial and venous procedures requiring percutaneous introduction of intravascular devices. The halo one thin-walled guiding sheath is not indicated for use in the neurovasculature or the coronary vasculature. Warnings: do not advance the guidewire, sheath/dilator, procedural device, or any component if resistance is met, without first determining the cause and taking remedial action. Only advance or retract the sheath with the dilator inserted and only advance or retract the sheath and dilator while placed over a properly sized guidewire. Failure to deactivate the procedural device prior to removal through the sheath may cause damage to the sheath and may result in patient injury. Precautions: the halo one¿ thin-walled guiding sheath shall only be used by trained physicians. Access procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment and / or ultrasound. The minimum acceptable sheath french size is printed on the package label. Do not attempt to pass devices through a smaller size sheath introducer than indicated on the device label. Advance or withdraw the sheath slowly. If resistance is met do not advance or withdraw until the cause of resistance is determined. When inserting, manipulating or withdrawing a device through the introducer always maintain the introducer position. Do not place sutures on the sheath tubing since this may restrict access/flow through the sheath. When puncturing, suturing or incising near the sheath be careful not to damage the sheath. Proper functioning of the sheath depends on its integrity. Care should be used when handling the sheath. Proper functioning of the halo one¿ thin-walled sheath depends on its integrity. Care should be used when handling the sheath. Damage may result from kinking, stretching, or forceful wiping of the halo one¿ thin-walled guiding sheath. Do not continue to use the sheath if the shaft has been bent or kinked. Directions for use: equipment required, 0.035" (0.89 mm) guidewire or 0.018" (0.46 mm) guidewire as labeled per device. Halo one¿ thin-walled guiding sheath preparation: verify the french size is suitable for the procedure and can accommodate the required procedural devices as labeled (figure 3). Remove sheath and dilator from package. Use of the halo one¿ thin-walled guiding sheath: identify the insertion site, including but not limited to radial, femoral, popliteal, tibial, or pedal access sites and prepare the site using proper aseptic technique and local anesthesia as required. Advance the dilator and the sheath through the skin and into the vessel. Grasp the sheath and dilator assembly close to the skin while advancing to avoid buckling, employ a rotating motion while advancing as required. (Note: if using a hydrophilic guidewire, ensure that it is kept hydrated with sterile heparinized saline, at all times.) Carefully advance the dilator and the sheath over the wire to the site required within vessel. The radiopaque marker identifies the sheath tip location under fluoroscopy. Advance the procedural device carefully into the centre of the valve diaphragm and through the sheath to the treatment site (figure 10) while maintaining the sheath position. Position the procedural device relative to the lesion to be treated (figure 11) ensuring the active mechanism portion of the procedural device is not within the sheath. Following use ensure the procedural device is fully deactivated before carefully withdrawing the procedural device through the sheath while maintaining the sheath position. H10: d4 (expiry date: 05/2024).

Event description:
It was reported that during an angioplasty procedure, the catheter was allegedly unable to advance though the sheath. There was no reported patient injury.